Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis. No problems were noted with the pump alarming when running nor was it alarming without displaying a message. The pump passed all tests and was found to be operating properly. Based on the evidence, no fault was found with the pump thus not duplicating the complaint.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump continuously beeped during infusion. The patient turned the pump off and on again, but it continued beeping. The error message was for "no cassette," however the patient noted there had been a cassette in at all times. No adverse patient effects were reported.